Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The pt had experienced a non q-wave myocardial infarction. Three days later the pt presented for a stent placement. The target lesion was located in the mid left anterior descending artery just before the first diagonal branch. The lesion was described as very tight, moderate or severe. The area was pre-dilated with a 2.0 voyageur balloon inflated to 15 atm. The physician placed a taxus express2 3.5 x 20 mm drug eluting stent to 14 atm. When the physician went to remove the balloon, it was stuck to the stent. He tried to refill the balloon and deflate it again. He also pulled negative on the balloon. The physician then successfully pulled out the entire stent delivery system together. There were no reported pt complications.